Event description:
It was reported that this recorded episodes due to a concern for inappropriate therapy with atrial undersensing observed. Boston scientific technical services (ts) reviewed the episodes and determined that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shocks for what appears to be atrial fibrillation with rapid ventricular response. Device experienced therapy exhaustion. Programming enhancements were recommended. This device remains in service. No adverse patient effect was reported.